Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution.

Event description:
Clinic notes were received indicating that, in (B)(4) 2013, the vns patient¿s seizures had increased in intensity and duration and were no longer responding to magnet mode stimulation. The patient¿s device settings were subsequently increased during an office visit on (B)(6) 2013. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed normal device function. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The generator was returned for analysis. The returned product form indicated that the patient underwent prophylactic generator replacement on (B)(6) 2014. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 10/28/2014. The generator performed according to functional specifications. The generator was found at eri - yes. In addition, a comprehensive automated electrical evaluation showed that the pulse generator module performed according to functional specifications.